Event description:
During the course of a procedure at the user facility, it was reported that the maestro drill with handswitch continued to run after the handswitch was released and would not turn off until it was disconnected for its power source. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event of the device having run on was confirmed. The device had a damaged o-ring on the needle valve. Damage to the o-ring has the potential to cause the needle valve to stick, keeping the device activated in safe mode.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
During the course of a procedure at the user facility, it was reported that the maestro drill with handswitch continued to run after the handswitch was released and would not turn off until it was disconnected for its power source. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.